Manufacturer narrative:
Device evaluation: lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage on the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for the longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.